Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level was recorded at 197 mg/dl. To resolve the issue, the customer changed the infusion set and cartridge, then resumed insulin.